Event description:
U by kotex slim regular tampons caused me to get a bladder infection, which caused fever, vomiting extreme headaches. Is the product over-the -counter? Yes. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Quantity: 34 tampons; frequency: as needed; how was it taken or used : vaginal.